Event description:
It was reported that the customer had high blood glucose levels of 468 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer also reported that the no delivery alarm was resolved by an infusion set change. The customer also reported that they were not able to hear or feel the insulin pump alarm no delivery. Troubleshooting was done. The alert mode on the insulin pump was changed to vibrate mode. The insulin pump passed the self-test. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.